Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, service code 204) has been confirmed. Upon investigation the monitor had an intermittent connection with an electrode belt. The monitor's electrode belt receptacle was slightly pulled out from the j1001 connector on the ca board. The root cause for the intermittent connection was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case, and is displaying service code 204 when belt is connected.